Event description:
It was reported by service report that the scale and bed exit were not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent litter. Recommended bed be removed from service.